Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the atrial lead exhibited failure to capture. Further assessment with diagnostic imaging confirmed that the atrial lead had become dislodged. The physician attempted to reposition the lead; however, the lead helix failed to retract. As a result, the lead was explanted and replaced. The patient remained in stable condition.